Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 09280, 0001825034 - 2017 - 09281, 0001825034 - 2017 - 09282. (B)(4. Concomitant products: xl-200150 act artic hd arcom xl 28x44mm 815090. 163660 28mm dia cocr mod hd -6mm nk 806980. 430052 thin osteotome blade 8mm 435582. 11-300912 arcos 12x190mm spl tpr dist 303710. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Secondary revision op notes indicates patient underwent uncomplicated total hip arthoplasty observed gentle range of motion without crepitus. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to pain. No further information has been made available at this time.